Manufacturer narrative:
(B)(4).

Event description:
A pump motor stall was reported and confirmed on event logs with no motor stall recovery. A rotor dye study was performed but was aborted due to difficulty in accessing the pump and pt discomfort. It was later reported that the pump did recover but stalled again. On interrogation, the logs indicated three separate stalls with recovery at the last stall as per logs. The pt reported return of symptoms, "withdrawal". Pump replacement was to be scheduled. The pump infused morphine, 8mg/ml concentration, dose 2.4993/day. A f/u report will be sent, if add'l info is obtained.